Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo and two devices. The anvil of a loading unit was bowed and the knife bar assembly was buckled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a liver resection procedure, the tissue were opened but the doctor able to managed it to avoid bile leakage. A component fell into patient cavity however they say that there is no need to remove it and an extended incision. The detached staples were titanium nails. Such staples may be residual after normal firing, but will not affect the patient and require no special treatment. The doctor added a number of stitches.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a liver resection procedure, the tissue were opened but the doctor able to managed it to avoid bile leakage. A component fell into patient cavity however they say that there is no need to remove it and an extended incision. The doctor added a number of stitches.